Event description:
The customer reported the monitors are displaying distorted images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the display adapter pcb. System operates as intended. (B)(4).